Event description:
It was reported that the recanalization catheter would not thread onto the guide wire. There was no pt involvement.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfxk0319. The investigation is inconclusive for the device-device incompatibility, as the device was not able to be tested due to the off center distal tip. The investigation is confirmed for material separation, as the outer catheter was pulled away from the distal tip. The investigation is confirmed for material twisting as the guide wire lumen was observed to be twisted at the distal tip. The anomalies noted in the guide wire lumen near the distal tip, a separated out catheter and twisted guide wire lumen likely resulted in the reported guide wire issues experienced by the customer. However, the definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. Prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package.